Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving dilaudid (4 mg/ml at 0.7625 mg/day) and baclofen (500 mcg/ml at 95.31 mcg/day) via an implanted pump. It was reported that the patient had an infection at the pump site. There were no known environmental or external factors that may have led or contributed to the issue. With regards to patient factors that may have led or contributed to the issue, it was noted that the patient developed a pressure sore at the inferior margin of the pump from inactivity and maintaining a constant position. The infection was confirmed at that time and plans to explant the pump and catheter began. The pump and catheter were subsequently explanted. A culture was taken and showed ¿heavy growth of mrsa (methicillin resistant staphylococcus aureus).¿ the issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.